Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on (B)(6)2007, reached elective replacement indicator (eri) with a charge time measurement of 22.5 seconds and a monitoring voltage measurement of 2.65 volts. There was no allegation of premature battery depletion. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) with a monitoring voltage of 2.67 volts and a charge time measurement of 19.095 seconds after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.